Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling. The 2.50x48mm xience xpedition referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was to treat a 90% lesion in the left anterior descending (lad) artery. Pre-dilatation was performed with a 1.5x15mm trek balloon dilatation catheter (bdc) and a 2.0x10mm trek bdc. The 2.5x48mm xience xpedition stent implant was deployed without reported issue. Post-dilatation was performed with a 2.5x15mm nc trek bdc and a 3.0x12mm nc trek bdc without reported issue. Additional post-dilatation was being performed with the 2.75x15mm nc trek bdc; however, the deployed xience xpedition stent implant was noted to be elongated partially into healthy tissue. Additionally, a vessel dissection was noted and thrombosis was noted extending into the left main (lm) artery and circumflex (cx) artery, which was treated with deployment of a 3.0x12mm xience v in the lm and a 2.5x15mm xience v in the cx. Additionally, the patient was given anticoagulation medicine. The procedure was completed with no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.